Event description:
Previous case for custom bme 18139 done in 2013 for a total humerus osteosarcoma with a glenoid component, which was revised end of 2020 for a luxation. Patient fell down this summer and had again a luxation. Update 15 november 2021: further information received : "recurrent subluxation and now a protrusion through the skin with a high risk of infection". Update 15feb2022: a meeting was held with the clinical consultant, who confirmed the following: - no failure was identified for ring and liner components. The clinical review states "[..] The humeral implant has dislocated superiorly and laterally from the glenoid component and is protruding towards the shoulder skin, while the poly liner and metal ring are still attached to the humeral component [..]". Update 21feb2022 - it was reported the surgeon used a lars to make the reduction of the articulation as a temporary alternative interim procedure (non-siw device). Unfortunately it failed so the requested siw custom implant is still required.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a total humerus replacement, was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by clinical consultant indicated: the implant in situ was for a bayley-walker total humeral replacement which was inserted in 2013 and revised on (B)(6) 2019 for mets liner and retaining ring. The surgeon reported ¿recurrent subluxation and now a protrusion through the skin with a high risk of infection¿. The x-ray image provided shows that the humeral implant has dislocated superiorly and laterally and is protruding towards the shoulder skin, while the poly liner and metal ring are still attached to the humeral component. Therefore, the radiographic review can confirm the clinical report of dislocation and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other event, for the same patient. Conclusion: the sales rep report that "[..] He fell down this summer and had again a luxation [..]" On (B)(6) 2022 a clinical consultant reviewed the x ray images available and stated the following "[..] The humeral implant has dislocated superiorly and laterally from the glenoid component and is protruding towards the shoulder skin [..]" The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
Previous case for custom bme 18139 done in 2013 for a total humerus osteosarcoma with a glenoid component, which was revised end of 2020 for a luxation. Patient fell down this summer and had again a luxation. Update 15 november 2021. Further information received : "recurrent subluxation and now a protrusion through the skin with a high risk of infection".